Event description:
It was reported that stent fracture occurred. The 3.5mm promus premier stent was implanted to treat an unspecified lesion. The stent was post-dilated on the proximal half to flare it using a 4.0mm non-compliant balloon. There was a clear fracture of the proximal 3mm of the stent off the distal part and also a possible fracture where the distal end of the non-compliant balloon stopped. The gap was covered with another promus premier stent. No patient complications were reported and the patient's status is stable

Manufacturer narrative:
Device lot number, device expiration date, device manufactured date: updated. (B)(4).

Event description:
It was further reported that the patient presented with chest pain and ECG showed anterior st elevation. Following aspiration and pre-dilation with a maverick 2.00 x 12mm balloon, 10.13 bar for 11 seconds, the stent was implanted. Post dilatation was performed with a nc quantum 4.0mm x 12mm balloon at 1.24 bar for 11 seconds. The fractured stent was treated with 4.0 x 8mm promus element and the patient was placed on tirofiban for 12 hours.

Manufacturer narrative:
Device is combination product. Event date: (B)(6) 2014. If implanted, give date: (B)(6) 2014. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited by patient anatomy, interaction with other devices or other procedural factors. (B)(4).

Manufacturer narrative:
Patient sex, event date, describe event or problem, if implanted, give date, therapy dates and desc: updated. Upn search corrected from (B)(4) - promus premier - cmc - maple grove (intervent cardio) - (B)(4) - f/g,promus element,mr,ous 3.50x20mm - 39113-2035. Upn corrected from (B)(4). (B)(4).

Event description:
It was further reported that the patient presented with chest pain and ECG showed anterior st elevation. Following aspiration and pre-dilation with a maverick 2.00 x 12mm balloon, 10.13 bar for 11 seconds, the stent was implanted. Post dilatation was performed with a nc quantum 4.0mm x 12mm balloon at 1.24 bar for 11 seconds. The fractured stent was treated with 4.0 x 8mm promus element and the patient was placed on tirofiban for 12 hours.